Manufacturer narrative:
Correction: b5, h5, h8 additional correspondance from the reporter confirmed that the device broke and was replaced outside of surgical site. Device not used inside of surgical site and has no potential to fragment inside of patient's body. Upon receipt of additional information, it has been determined that this device did not cause or have the potential to cause, an adverse event. The initial report was forwarded in error and should be voided.

Event description:
Upon receipt of additional information, it has been determined that this device did not cause or have the potential to cause, an adverse event. The initial report was forwarded in error and should be voided. 1216677-2023-00094-1 umh650 rumi ii 2023-06-0000105.

Manufacturer narrative:
The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a robotic assisted laparoscopic hysterectomy, the device broke into two pieces. Pieces were removed without injury to patient. No additional information is available. 1216677-2023-00094 umh650 rumi ii 2023-06-0000105.